Event description:
The valve that is in the sheath is leaking once the gray positioner has been taken out. Physician had to change the sheath to complete the procedure successfully. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Leaks are not listed in the instructions for use. Event is still under investigation.